Event description:
On (B)(6) 2009, the pt reported it is possible she has spilled insulin into the cartridge chamber of her infusion device. She had no specific incidents or dates when this would have happened. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.